Event description:
It was reported that during the procedure, after pocket closure, this left ventricular (lv) lead exhibited high capture thresholds. The lead was implanted in an anterolateral branch, with stable threshold measurements observed. After pocket closure, the threshold measurements were re-checked and showed an increase above 4.5v at 1.0ms. Fluoroscopy was taken which showed that a micro-dislodgment occurred, and the lead had moved approximately 1 centimeter. Surgical intervention was performed while the patient was still under general anesthesia. The lead was explanted and replaced with a non-bsc lead. It was also noted that this increased the procedure time by approximately 1.5 hours. No additional adverse patient effects were reported. This lead is not expected for return. Should additional information become available, a supplemental report will be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.